Event description:
Arthroscopic detriment of soft tissue for post total knee replacement, (patella crepitus). Further information for the case will be forwarded by ps.

Manufacturer narrative:
The complaint states that an arthroscopic debridement for a total knee replacement. No revision surgery was undertaken and all implants are still in situ. A complaints database search was conducted and found no other previous complaints under the same product codes for debridement. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.